Event description:
The account alleged the front brake casters are not holding. No pt impact.

Manufacturer narrative:
The tech found the brake shoe is broken off. The tech replaced the brake casters to resolve the issue.